Event description:
It was reported that the customer's belt clip was accidently broken by the hospital this past saturday. Customer's blood glucose level was over 600 mg/dl. Customer stated that the holster was broken. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.